Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure an attempt was made to use one onyx frontier coronary drug eluting stent when stent dislodgment occurred during delivery to/at lesion site. An attempt was made to cross into the diagonal from the previously implanted onyx frontier stent. The stent passed the previously deployed stent. The inflation device remained on neutral pressure during delivery of the device. No guide extension catheter or microcatheter was used. The stent did not interact with an accessory device. The dislodged stent was removed using a snare. It was stated that it was possible that the previously implanted stent in the diagonal contributed to the stent dislodgement. There were no issues noted when removing the device from the hoop/tray. There were no difficulties noted when removing the protective sheath/stylette. The device was inspected with no issues. Negative prep was not performed. The lesion was pre-dilated. The lesion being treated was a moderately tortuous, moderately calcified lesion located in the mid left anterior descending (lad) artery and diagonal branch. There was no resistance encountered when advancing the device, and excessive force was used during delivery. There was no patient complications as a result of this event. No further patient complications were reported as a result of this event.